Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis due to lens. The patient was given prescriptions for eye drops. Treatment given to the patient: no lens replacement was performed, and eye drops (betamethasone, bestron, conjugated estrogen plus bazedoxifene, levofloxacin, teprenone) were prescribed. Additional information was received and stated that the patient had descemet¿s membrane folds, toxic anterior segment syndrome (tass) , abnormal flare value. Eye drops were prescribed, no surgical intervention for inflammation was performed. No lens replacement or surgical intervention was performed. The patient was treated with betamethasone, cefmenoxime hydrochloride, bromfenac, levofloxacin, teprenone.